Event description:
The customer observed positively biased magnetic hdl quality control (qc) results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient results were reported, but none have been questioned. There was no report of patient harm as a result of this event.